Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 3000ml eva (ethyl vinyl acetate) bag was observed to be leaking from the administration spike port after compounding. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to the device was received for evaluation. The bag was sliced at the top where the customer likely drained the contents. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed and a leak was observed at the bottom of the fill port tube weld. The reported condition was verified. The cause of the condition was due to manufacturing issue. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.